Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the clinic for follow-up. It was determined that the lead had dislodged. During the lead revision procedure, the lead helix would not extend. The lead was explanted and replaced. The patient was doing well after the procedure.